Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vein. A 6.0mmx150mmx150cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.